Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 140 mg/dl. Customer stated that the contacts on the battery cap were neither missing nor damaged. The troubleshooting was performed for the blank display and the display was not returned after insulin pump restart. The customer was advised that the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specification. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).